Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. As the device has not been returned for evaluation, the reported event could not be confirmed.

Event description:
It was reported the locking hexalobe screws and hexalobe screws measured shorter than labeled. This was noted during a procedure, and the black depth gauge was used. It was reported the locking screw were too short and had to be replaced during the procedure. The screws were implanted, and the procedure was completed according to the surgical technique. It was reported there were no adverse patient consequences. This report is related to report number 3025141-2023-00028 for the locking hexalobe screw involved in this event.